Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed multiple low flow events. The events occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm and were associated with elevations in pi. Several of these events lasted long enough to result in an alarm. On (B)(6) 2021, the outflow graft was stented, and follow-up images showed the stents had been placed along the entire length of the graft. Log files downloaded the day after the procedure showed continued low flow alarms, which also showed corresponding elevations in pi. Follow-up log files submitted on (B)(6) 2021 showed no low flow events during the 25 hours of support prior to the log files being downloaded. The pump operated at the set speed during each of the submitted log files and the system appeared to be functioning as intended. On (B)(6) 2021, the customer requested a low flow software upgrade for the patient¿s system controllers due to continued low flow alarms. The upgrade reportedly decreased the frequency of the alarms. The patient remains ongoing on vad support. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. The heartmate 3 instructions for use discusses pump speed, power, flow, and pi in the introduction section. The system monitor explains that the low flow hazard alarm is triggered when flow is less than 2.5 lpm and explains that changes in patient condition can result in low flow. This section also provides information for setting the optimal fixed speed and low speed limit for the patient. The hm3 lvas patient handbook contains information on alarms and troubleshooting. This section states that to resolve a low flow alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms with the plan of stenting the outflow graft. The patient has a long history of low flow alarms. The alarms had recently become more frequent and the patient had increased shortness of breath. A computed tomography angiography (cta) was not being done. The log file review confirmed low flow alarms on (B)(6) 2021. Pulsatility index (pi) events were also captured in the event log. The patient had stents placed to the outflow graft on (B)(6) 2021. Initially the flows had increased, but shortly after the patient continued with low flow alarms. The patient was transferred to the intensive care unit (ICU) with low flow alarms, mean arterial pressures (maps) in the 60s and hypothermia. An echocardiogram was completed and inferior vena cava (ivc) small fluid bolus was given. The echocardiogram revealed that the interventricular septum appeared midline. The aortic valve opened with each cardiac cycle. There was grade I left ventricular diastolic dysfunction with impaired relaxation. The left ventricle was with severely decreased systolic function. The estimated ejection fraction is 15%. The wall thickness was normal. The left atrial pressure was normal. There was a moderate thrombus present. The thrombus was fixed and located in the apex of the left ventricle there was severe left ventricular global hypokinesis. The right ventricular was normal size with normal right ventricular systolic function. There was mild left atrial enlargement. The estimated pulmonary artery systolic pressure was 28 mmhg. There was normal central venous pressure (3 mmhg). The estimated ejection fraction was 15%. The patient was weaned off vasopressin and levophed, which was started after hypotensive episode. The patient was stable with flow of 2.9 to 3.1 lpm. The log file review captured a number of low flow events on (B)(6) 2021. The patient continued to have low flow alarms that occurred when the patient went from lying to sitting/standing. Intravenous fluid boluses were given, blood pressure was controlled, and labs were stable. The patient got a cta. The log file review did not capture any low flow events and dated back to (B)(6) 2021. It was also noted in the echocardiography findings that the left ventricle was with severely decreased systolic function. The estimated ejection fraction was 15%. The wall thickness was normal. There was grade I diastolic dysfunction consistent with impaired relaxation. Left atrial pressure was normal. There was a moderate thrombus present. The thrombus was fixed and located in the apex. There was severe global hypokinesis.